Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient was getting a message on his controller stating unable to provide desired intensity settings and they could no longer turn up their stimulator. The patient also stated their pain had returned. The patient denied any recent falls or physical activity that may have contributed to the issue. It was noted an impedance check and connectivity check was done which showed multiple contacts out of range. Contact 0,5,6, and 7 showed 40,000. The patient was programmed on some of those contacts which was why they were getting the out of regulation message. The patient was reprogrammed around the out of range contacts to resolve the message and give them full control of their stimulator again. The issue was not resolved at the time of report. It was noted the patient was going to try their new programs and see how they did but lead revision may be something the patient needed in the future. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was determined. The new programs were giving him the error message and the stimulation was cutting on and off. The rep met with the patient and while manipulating the battery and running connectivity checks, the out of range contacts would when the patient changed his position, sometimes stim would come on and then he moved and it again would cut off. The issues are believed to be at the connection site of the battery, possibly the lead being no longer tightly screwed. There were periods of connection that were not due to the changing impedances and positional stimulation. The patient was scheduled for a revision the week following to check the connections to the battery. If the connection and impedance issues are still present after screwing the leads in again, then a lead revision will be performed. No further complications were reported.

Event description:
Additional information was reported that it was not determined that the lead was not tightly screwed down. The patient had a revision surgery today and the doctor tried screwing the lead down tightly, but that was not the cause of the impedance issues because they persisted even after reinserting it into the battery and tightening it back down. The patient's impedance is still present even after the lead was screwed down tightly. The impedance did persist after multiple attempts were made to reinsert it and tighten it back down, so it was determined that the lead was bad and the doctor removed and replaced the lead. The new lead had no impedance issues. The replaced lead will not be sent back for analysis, it was offered to the doctor, but the doctor did not say he needed anything done further so it was discarded. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the serial number of the lead was reported. No further information was reported.